Event description:
It was reported that the patient presented for a generator change. It was noted that there was an insulation damage on the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. No intervention was performed on the ra lead. The patient was stable.